Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.

Event description:
It was reported that a customer had a breach in aseptic technique by touching the transfer set. A customer contacted global technical services (gts) regarding ending therapy early on the home choice (hc). The home patient (hp) stated he had to go to the hospital that day and he started therapy over and needed to end therapy to get ready for the next treatment. The technical service representative (tsr) had the hp cycle the power. The tsr had the hp down arrow to end therapy and press enter. The hp would end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the facility regarding the event of the hospital visit. The nurse reported that the patient went to the emergency room for antibiotic treatment after reporting he touched his transfer set. The patient did not have an infection or peritonitis. He was being treated with antibiotics as a prophylactic precaution. The nurse did not have the type of dianeal that the patient was on available at this time. No further information was provided at this time.